Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Water was found to be present in the expiratory cassette, which was cleaned and disinfected. Functional checks were performed and the ventilator was cleared for clinical use. No parts were replaced. Ventilator logs were downloaded. Provided ventilator logs were reviewed. In the event log there are alarms for expiratory minute volume low and peep high on the reported event date. The technical log does not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior the event date. The alarms are an indication of increased expiratory resistance in the patient¿s breathing system where the expiratory cassette is one component. The expiratory cassette is only a measuring device in the ventilator and it measures the expiratory flow. The expiratory cassette has no impact on delivered volumes. The root cause of the reported lack of tidal volumes on the user interface is the improper humidity in the expiratory cassette, which affected its ability to measure expiratory flow and pressure.

Event description:
It was reported that during patient treatment, the ventilator did not present any tidal volumes on the user interface. There was no patient harm. (B)(4).